Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where the customers complaint of image went blank was confirmed due to a faulty main board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the procedure was prolonged by 10 minutes due to replacement with another similar device because the image went dark due to a faulty main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit display went blank. The issue was found during laparoscopic procedure. The procedure was completed with a similar device. There was a procedural delay of 10 minutes. However, was not clinically relevant. No abnormalities were found prior to procedure. There were no reports of patient harm.